Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the system was found to be empty. A hole was suspected to be the cause of the fluid loss. There were no patient complications reported.